Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 507 mg/dl. Customer was treated with insulin pump. Sensor glucose value was 122 mg/dl. Sensor glucose and blood glucose difference is not within acceptable range. Customer was allergic to the tape. Insulin pump will not be returned for analysis.